Event description:
Pt positioned prone with mayfield pins in scalp. Positioned by md approx 30 minutes into surgery, pt's head slipped out of mayfield pins. Repositioned on horseshoe head rest by md and surgery continued.